Event description:
In 2006: a physician deployed an xact stent into the left internal carotid and common carotid arteries. Six months later, a cerebral angiogram indicated a stent fracture and 60-65% stenosis of the left internal carotid artery. A month later, a second stent was placed. After stenting and post dilatation the stenosis had decreased to approximately 33%. The patient's current condition is unk.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow-up report.